Event description:
It was reported to philips that the system gave an alert indicating the image disk space was low, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed after older images were deleted, leaving only a single patient¿s data on the system. The philips field service engineer (fse) visited the site and analyzed the system log files, indicating an image disk space low error. Upon troubleshooting, the fse found that the ippc (image processing pc) was defective. The cause of ippc failure was not conclusively determined by the supplier's part analysis. However, replacing the ippc by the fse resolved the issue. Following replacement, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.